Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting wire increased and the cutting wire broke if the device was activated under the following conditions where the distance between the cutting wire and the tissue was too close or the cutting wire contacted the tissue with a point contact. The above device handling has warned in the instruction.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke off during activation. The intended procedure was completed with another device. There was no patient injury reported. Two device were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the one cutting wire of the returned devices was broken off.